Event description:
Facility alleges blood leak occurred at the start of a dialysis treatment. Dialysis was discontinued and blood was not returned to pt. Estimated blood loss - 350 cc. Bloos loss was due to blood left in dialyzer and blood line when discarded. No serious injury or medical intervention reported. This event involved one pt.